Event description:
Inbound. Patient reported both cadd legacy pumps are alarming no disposable randomly for the past 2 months. Stated new cassettes have had to be mixed to restart remodulin. No lot numbers of cassettes. No further details provided.